Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; there was a stylus defect. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pen connector was damaged. The pen worked randomly and it needs to be replaced. The programmer has been returned for service. No patient complications have been reported as a result of this event.